Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was enrolled in a physician-sponsored ide investigating valiant thoracoabdominal stent graft system. The subject had a type iii thoracoabdominal aneurysm. As part of this overall investigational clinical treatment, the patient was treated with 4 protégé bare metal stents, 1 valiant (36x100mm), 2 endurant ii limb (16x16x156mm), (16x28x199mm). One thoracic bifurcation (40mm diameter), visceral manifold and 1 non-medtronic device. It was reported the subject passed away approximately 33 days post procedure. The patient collapsed and CPR was administered prior to being transported to ER where the patient was pronounced dead. The physician, stated it was likely the patient expired from a fatal cardiac event; however, the exact cause was unable to be determined, the family declined an autopsy. The physician also stated that as he is concerned, the event was not device related.